Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 203: pulse test fault) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 203. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca and shorted component u409 on the computer/analog board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was displaying a service code 203: pulse test fault.